Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: as the sample was not returned, a visual inspection could not be performed. Functional/performance evaluation: as the sample was not returned, a functional and performance inspection could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the tracking vessel was severely calcified. It is unknown whether the calcified vessel contributed to the balloon rupture. The balloon rupture likely contributed to the retraction difficulties through the sheath. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 18atm. Reportedly there was difficulty in retracting the balloon through the sheath. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.